Event description:
It was reported a recent shipment of item (B)(4) (24mm matrix neuro burr hole covers) appear to be 'completely flat'. In this set there are covers of the same part number from previous shipments that are slightly concave. There does not seem to be any other problem with the burr hold covers other than the shape. These plates has not been used in any surgery.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.